Event description:
It was reported to philips that there ippc failed to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and found ippc (image processing pc) memory error. A philips field service engineer (fse) inspected the system onsite and confirmed the ippc (image processing pc) failed to boot up. To resolve this issue, the fse replaced ippc, installed existing hdd, reloaded software and recreated patient database. The defective ippc was returned to philips for further analysis. The analysis identified that the ram memory size was incorrect. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.